Event description:
It was reported that a user could not transition the ilet system into automated mode because the dexcom g7 sensor failed to pair with the ilet, and support guided the user to toggle g6/g7 settings and attempt re-pairing. Symptoms included no reported adverse physiological effects. Outcomes included no impact beyond temporary inability to use automated insulin dosing. Investigation included technical support troubleshooting and user education on pairing procedures. Investigation of this case revealed inability of the continuous glucose monitoring component to establish communication with the ilet. It was concluded that the event involved a pairing failure between the cgm sensor and the ilet without associated clinical harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.